Event description:
It was reported that after initial implant of leadless pacemaker (lp) patient experienced low blood pressure and chest pain. It was found that cardiac perforation occurred, leading to pericarditis and tamponade. Pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
New information received notes that the device and implant procedure contributed to pericarditis.